Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 29 mg/dl. She treated with food and then experienced high blood glucose of 600 mg/dl. Troubleshooting was performed. Last set change was on (B)(6) 2016 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the less insulin than shown on the status screen; she stated the status screen showed 78 units and the reservoir was empty. The customer stated she was priming and insulin kept dripping after letting go of the button and she also noticed air bubbles in the tubing. She declined further troubleshooting and was advised to change the set and monitor the insulin pump. The device will not be returned for analysis.